Event description:
The customer reported that the pump became hot to the touch while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.